Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H4. Device mfg date: the reported lot# 4388986 was not found in the database for the reported catalog# 225-3422-800. Investigation summary: the sample was received without the original package. During visual inspection no defects were detected in the sample. The sample was tested for occlusion failure mode; the failure mode was confirmed. Three photos were included for evaluation; excess of solvent was observed. The root cause was not determined, however. No actions were taken by the manufacturer. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the gas sampling line was clogged. There was no patient involvement and no patient harm/adverse event reported.